Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, after two weeks of unapproved extended sensor wear, sensor session failed. Upon sensor removal, patient felt that sensor wire was shorter. Patient feels some pain at the insertion site when she twists her body or put pressure on the insertion site. Patient had not sought medical intervention at the time of her call to dexcom technical support. Dexcom has sought to obtain sensor back from patient in order to investigate the issue but dexcom has been unable to reach patient despite several attempts.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.